Event description:
After final tightening of bilateral blockers at levels l4 and l5, the mantis redux tab breakers were used by the surgeon (B)(6) and assistant (B)(6) to break off the mantis redux polyaxial screw tabs. The tabs did not break off with the use of the tab breaker and the surgeon and assistant used hospital equipment to remove the tabs from the screws. It was reported by the surgeon that a small (approximate of less than 1mm square diameter) fragment of metal broke off the tab while inside the pt. This was not confirmed by x-ray. The small metal fragment was removed from the pt and the pt implants remained in the pt.

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the implicated mantis redux screws were not available for eval as they were left implanted in the pt. Complaint history analysis: this is the 1st complaint of this nature to have been received on the mantis redux product brand. Risk assessment: the 1mm metal fragment that broke is believed to be one of the tulip screw-head tabs i.e. Part of the screw-head which holds the blades and this was safely removed from the pt. These tabs are made of implant grade biocompatible material to mitigate the risk of remaining inside the pt. There were no reports of any adverse consequences and the surgery was successfully completed. Conclusion: while a thorough investigation could not be performed due to the unavailability of the implicated product, the failure could have occurred if the user did not sufficiently slide the tab breaker over the mantis redux screw tabs. The tab breaker was probably only loaded over the blades which would explain why the blades released from tulip screw-head and the redux tabs remained.